Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be the solenoid relief valve. To correct the condition, the solenoid relief valve and associated parts was replaced. If any additional information is received, a follow up MDR will be sent. This device is class ii exempt from having a 510(k) number. Its additional 510(k) number is k955622.

Event description:
During product evaluation by a baxter service technician, a micromix compounder failed a gravimetric accuracy test. This condition had the potential to interrupt delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is association with this event. No additional information is available.